Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 6. The patients fill volume was 1700ml. This information gave a total drain volume of 2934ml. Which meets iipv criteria. No patient injury or medical intervention was reported. On (B)(6) product surveillance contacted the home patient's peritoneal dialysis nurse regarding the report of an iipv on the homechoice (hc) device found during evaluation. The nurse was informed of the probable cause of insufficient drain, use error tidal uf removal set too low (0 ml). He nurse confirmed there was no patient injury or medical intervention associated with this report and the home patient was doing well with the following treatments.

Manufacturer narrative:
(B)(4). All testing performed during the homechoice rite functional test & homechoice rite electrical safety analyzer test passed. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Probable cause for these iipv: insufficient drain, use error tidal uf removal set too low (0 ml). The door cover will be scrapped & the device will be sent to service area for servicing. CAPA-0110 is currently open for the reportable malfunction of iipv/over delivery.